Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as device serial number was not provided. Device expiration date: unknown as device serial number was not provided. UDI number: a complete UDI number is unknown as device serial number was not provided. Date implanted: unknown/asked information unavailable. Date explanted: there is no indication the iol was removed, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported both haptics of the dcb00 intraocular lens (iol) are sticking to the lens and having to be manually freed. No further information is available.